Event description:
Customer reports to have been found unconscious and taken to the hospital. Customer reports to have been hospitalized on (B)(6) 2015. Blood glucose could not be read. Customer was hospitalized due to low blood glucose caused by basal rates being too high. Customer was hospitalized for almost a month. Customer is a brittle diabetic who has one kidney and is on diallyls. Troubleshooting was done on insulin pump and it was found that insulin pump was working as designed. Customer states that insulin pump setting were adjusted when in the hospital. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.